Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a commanded right ventricular auto threshold test, loss of capture causing asystole for about two seconds was observed during initialization. No changes were made and the device continues to remain implanted and in service. No adverse patient effects were reported.